Event description:
Same case as MDR ID # 2134265-2013-05202, MDR ID # 2134265-2013-05199 and MDR ID # 2134265-2013-05201. It was reported that during percutaneous coronary intervention (pci), auto pullback stopped during the procedure. The 75% stenosed target lesion was located at mildly calcified and moderately tortuous in left anterior descending artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced auto pullback failure during the procedure. They tried another set of coronary catheter for this complaint for the second time still auto pullback failure occured then exchanged the device with another device and completed the procedure. No complications were reported and the patient's condition is good.

Event description:
Same case as MDR ID # 2134265-2013-05202, MDR ID # 2134265-2013-05199 and MDR ID # 2134265-2013-05201. It was reported that during percutaneous coronary intervention (pci), auto pullback stopped during the procedure. The 75% stenosed target lesion was located at mildly calcified and moderately tortuous in left anterior descending artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced auto pullback failure during the procedure. They tried another set of coronary catheter for this complaint for the second time still auto pullback failure occured then exchanged the device with another device and completed the procedure. No complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. One hub wing was bent when the device was received. During functional testing the catheter was able to properly pull back and performed within specifications. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).